Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body without any issue. The procedure was completed with a different device. There were no patient complications reported.